Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the customer was unsure if the reported issue impacted blood glucose levels. Review of the pump data logs by tandem technical support showed the pump battery depleted 40% within 7 hours. Reportedly the customer would continue to use the pump for insulin therapy.